Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6)-year-old male patient's infusion set's tubing detached/broken at the site connector. Therefore, the infusion set had been used for less than 72 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.